Event description:
Ovarian cyst removal - "after inserting the device, the surgeon observed blood in the douglas. Immediately laparotomy was realised and a wound was observed on the hypogastric artery. Surgeon is doctor (B)(6)." Pt status: "alive".

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is currently reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report wil be submitted to the FDA.